Event description:
It was reported that the mini trek dilatation catheter was prepped per instructions for use and then advanced over the guide wire. During advancement while the device was still in the guide catheter and before the device was connected to an inflation device, the hub came off the catheter. There was no reported resistance during advancement. The device was removed without resistance and replaced with another same device. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with contrast in the inflation lumen, blood and contrast on the shaft and on the balloon, which is consistent with device preparation and use of the catheter. The balloon was tightly folded indicating no balloon inflation. The hypotube was separated at the distal end of the hub confirming the reported separation. The fracture face was oval shaped as if kinked prior to separation. There were multiple bends in the hypotube for a length of 70 centimeters. Factors that may contribute to hub separation include, but are not limited to, damage during manufacturing, cracks or damage such as hypotube kinks at the hub junction due to handling during device inspection/preparation/advancement. To help ensure this issue is not the result of manufacturing, all catheters are 100% visually inspected for damages and leak tested prior to packaging. There was no report of any product damages during inspection prior to use and no report of any preparation issues which may suggest that a product deficiency did not contribute to the difficulties experienced. It is possible the hypotube was inadvertently handled during preparation and/or advancement resulting in a kink at the strain relief tubing. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling can cause a separation. The observed hypotube bends most likely occurred during the procedure and/or during packing the device for return as there was no report of any catheter damages during inspection. Based on the information provided, the review of the manufacturing records, the similar incident analysis and the returned product analysis, the reported hub separation appeared to be related to inadvertent handling during the procedure. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating all lot release testing met specification. Additionally, a query of the complaint handling database revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.